Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An in-servicing team was sent to the hospital to investigate the reported event. The team observed that the hospital staff were drawing blood back in the vamp (faster than 1cc/sec), leaving the lass value open to air with a syringe attached, breaking the line to add a rose catheter, using incorrect priming technique, power flushing through the lass valve or from the vamp, lass stopcocks in priming position instead of pressure monitoring position, addition of extra tubing (beyond 96 inches), and the bag was not pressurized to 300mmhg. Any of these issues or a combination there of could be a contributing cause of inaccurate pressure readings and/or underdamped waveform. Clinicians were in-serviced on proper use of the dpt system. When observing actual troubleshooting when the arterial line was still in place, improvement of waveform was noted. Additional training and audit of practices will continue until the hospital is fully functional when using disposable pressure transducers. In addition, a troubleshooting guide is in process for additional training. The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Lot number was not provided; therefore, review of the manufacturing records could not be completed. The 510k number was not provided as the model number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that underdamped waveforms were noted during use of a disposable pressure transducer. It was reported that because of significant increases in the systolic blood pressure (sbp) and damped waveforms that the clinician potentially had a patient treated with vasoactive medications. The nurse had not been checking cuff pressures so no correlation could be made. There was no patient injury noted. Demographic information not able to be obtained at this time.